Manufacturer narrative:
Implant and explant dates: if implanted or explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Initial reporter's location phone - (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, the doctor found black debris under the microscope before implanting a zcb00 22d intraocular lens (iol) in patient's eye. The doctor suspected that the iol itself had unknown objects. It was noted that there was no patient contact and there was no patient injury. No additional information provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 7/9/2018. Device evaluation by sme (subject matter expert): the complaint unit was received in its original packaging with the wheel case insert. Sample was analyzed under microscope with two (2) different surfaces black and white to detect any condition inside the lens: evaluated under black surface ¿ there was no defect or damaged identified in the sample. Several ¿white¿ loose particles were identified. These loose particles can be result of iol(intraocular lens) handling and transportation. Furthermore, sample was also evaluated under white surface ¿ no defect, no condition of black debris (inside the iol), and no cracks were identified. Based on the analysis, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no additional complaint was received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.